Event description:
It was reported that during followup it was noted that the right ventricular lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4) 2010 02:15:02 and (B)(4) 2010 02:15:03. Weekly pace lead impedance trend data shows high impedance for min and max rv pace= 10080 to inf (un-filtered data) ohms range between (B)(4) 2011 and (B)(4) 2012.